Event description:
It was reported that a patient presented remotely via merlin.net with a non-sustained polymorphic ventricular tachycardia. The patient's implantable cardioverter defibrillator (ICD) had undersensed 2 beats. The ICD was successfully reprogrammed. The patient was stable throughout procedure.